Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dc extension cable was working intermittently. The kit was changed out, but continued working intermittently. The pt's leg was bridged in order to complete the procedure.